Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed to reset the circuit breaker on the back of the system.

Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.